Event description:
The device was attached to a person diagnosed in cardiac arrest using disposable defibrillation electrodes. The patient was described as hirsute. No skin preparation was performed prior to applying the electrodes. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. Paramedics subsequently arrived and diagnosed the patient as asystolic. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's condition.